Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that nine weeks following the implant of this transcatheter bioprosthetic valve, the patient was noted to have moderate paravalvular leak (pvl). The patient required a 22mm zmed balloon aortic valvuloplasty (bav) for the 76 perimeter of 76 (min/max of 22/26). Post bav, the patient's blood pressure dropped, was placed on bypass and converted to open heart procedure. A surgical (unknown manufacturer) was successfully implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the reported clinical observation does not indicate a potential manufacturing issue. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. In this case, additional information was received that the pvl was due to calcium in the annulus. The report of the patient's blood pressure dropping or hypotension is a known potential adverse effect per corevalve instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. This does not indicate a potential manufacturing issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.